Manufacturer narrative:
Sections a2, a3, a4 and a5: information unknown/not provided. Section b3 - date of event: exact date not provided. Surgery occurred during the period from (b)(^) 2013 to (B)(6) 2018, the article acceptance date is july 18, 2025. Section d4 - serial number: unknown/not provided section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI number: unknown, as product serial number was not provided. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section h3-other (81): the device was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown as product serial number was not provided. Section h6 -health effect - clinical code: 4581: shallowing or collapsing of the anterior chamber. Citation: yamazaki, h., tojo, n., otsuka, m. Et al. Comparison of corneal endothelial cell density reduction between primary open-angle glaucoma and pseudo-exfoliation glaucoma patients at 3 years after ex-press® surgery. Int ophthalmol 44, 333 (2024). Https://doi.org/10.1007/s10792-024-03248-w. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: comparison of corneal endothelial cell density reduction between primary open-angle glaucoma and pseudo-exfoliation glaucoma patients at 3 years after ex-press surgery. A retrospective study was done to compare corneal endothelial cell (ced) loss after ex-press (exp) surgery between patients with primary open-angle glaucoma (poag) and pseudo-exfoliation glaucoma (pex). A total of 101 patients (n= 119 eyes) who underwent exp surgery were analyzed. They were divided into 51 patients in the poag group (n=60 eyes) and 50 patients in the pex group (n=59 eyes). Phacoemulsification was performed with whitestar signature system (johnson & johnson, new brunswick, nj), and an intraocular lens (iol) was implanted from the clear temporal cornea for cases that needed simultaneous cataract surgery (based on the surgeon's judgment); it was not clearly stated if all 119 eyes underwent phacoemulsification. Postoperative complications included: choroidal detachment: poag group (n=11); pex group (n= 7), shallow anterior chamber: poag group (n= 2); pex group (n= 2), hyphema: poag group (n= 4); pex group (n= 7), persistent corneal edema: pex group (n= 1). It was unclear whether the complications were due to the phacoemulsification or the ex-press shunt surgical procedure. Interventions reported in the article were for complications from the ex-press shunt procedure. A copy of the article is attached to this report.